Manufacturer narrative:
After battery installation, device powered up with a blank display. After further review, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the unit. After swapping the boards out into another case, and then swapping a known good electrical board onto electrical board, the unit was then able to power up normally. The blank display appears to be due to a problem isolated to electrical board. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display. Device was received with a dent mark on the keypad overlay. Inserted a test p-cap into the retainer ring, and it locked in place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had huge crack and it did not turn on at all. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.